Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient asked to contact local manufacturer representative (rep). Patient reported they are barely able to walk, patient is hurting and the pain is on the lower back, right buttock down to foot and right and left leg since this year. Patient stated they always keep the therapy on and increased the stimulation. Patient stated ins turned itself off but ins stopped doing that 6 months ago but last night they checked the setting because they couldn't feel the vibration and one setting was on, and the other setting was off and they are not sure why its doing that. Patient stated they couldn't tell him why its doing that before either. Patient stated their healthcare provider (hcp) gave them an epidural for the nerve and the epidural didn't work and the hcp is done with the patient. Patient stated rep gave up on them and told patient there is not much they can do any more. Patient asked to contact local rep in the area because they are switching hcp. Ps reviewed reps role and provided nas number for hcp office to call.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.